Event description:
Co2 laser attachment handpiece is not marked with any product identifiers and this makes it near impossible to track the IFU. The company has provided multiple IFU's surrounding device sterilization and without a product ID on the medical instrument, it's very hard to verify sterilization parameters or true product identity.